Manufacturer narrative:
Correction: correct UDI number (B)(4) received.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation. No parts have returned for evaluation.

Event description:
A site representative reported that outside of a procedure the mobile view station (mvs) fuses on the imaging system were blown. There was no patient present when this issue was identified.